Event description:
It was reported that during an unspecified surgical procedure the "tip" of the cutter device "broke off". The report indicated that "when the surgeon tried to make five or more holes in bone flap for tenting, the tip of the twist drill in question broke off". The report indicated that the "broken tip of twist drill was removed without any problem". It was further clarified that since tenting was performed out of operating field, the piece of the device did not fall into the patient's skull. There were no reports of injuries, medical intervention or prolonged hospitalization. There was no delay to the planned surgical procedure. It was unknown if a spare device was available for use. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation.  Reliability engineering evaluated the device.  A visual inspection of this device was performed under 10x magnification which confirmed the reported condition.  The assignable root cause was determined to be exposure to excessive lateral force during use. The device met all dimensional specifications. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.